Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 41786. There was no patient involvement, and no patient harm was reported.